Manufacturer narrative:
Fi verified the reported complaint of display having missing segments. Isolated to the ui board. The ui board was replaced.

Event description:
It was reported to covidien that the unit is missing segments on the bottom quarter led on the first spo2 digit. No patient harm was reported.